Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the irregular image color was that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor the event can be prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A receipt inspection of the returned endoeye flex deflectable videoscope revealed, the color tone of the image was irregular. The image was green in color. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
Due to damage on charge coupled device (ccd) unit in endoscope connector, color tone of the image was abnormal. There were few additional findings. Adhesive on bending section cover was chipped. Due to loose insertion pipe, connection between insertion pipe and control unit was not secured. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.